Event description:
Device was used for an attempted arteriogram. Lt common femoral artery puncture without incident. Wire included with set inserted. Following insertion it was found to course slightly superiorly (intended direction) before reversing and extending dow into the apparent lt superficial femoral artery. Wire was gently withdrawn so it could be redirected up the lt common femoral artery. As this was done, the wire was noted to partially shear off. The bulk of the wire and introducer were removed. The wire fragment was noted to apparently be in the proximal superficial femoral artery. Surgical consultation was obtained and the pt prepped and taken to surgery. In surgery, the wire was removed from the common femoral artery.